Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented with pain and swelling. Scratched liner found and collection of fluid. Implanted (B)(6) 2008. Revised (B)(6) 2102. Update 10 jan 2018: (B)(6) spreadsheet received: right hip pain and swelling, collection over right greater trochanger, high metal ion levels. Added doi, corrected dor. Added code for high metal ions. . Added product for corail stem and pinnacle acetabular cup sector w/duofix ha. Doi: (B)(6) 2008; dor: (B)(6) 2012; right hip.

Manufacturer narrative:
(B)(4). Investigation summary: conclusion and justification status: the complaint states patient presented with pain and swelling. Scratched liner found and collection of fluid. A review of complaint databases did not identify any anomalies. A review of manufacturing records was not required per (B)(4). The complaint was reopened as pinnacle spreadsheet received: right hip pain and swelling, collection over right greater trochanger, high metal ion levels. Added doi, corrected dor. Added code for high metal ions. Added product for corail stem and pinnacle acetabular cup sector w/duofix ha. It should be noted previously the parts and x-rays were reviewed. Further information can be found in (B)(4). No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.